Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 350cc saline breast prosthesis, catalog #3502350, serial # (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation with a mentor smooth round moderate plus profile 350cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical examination. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 09/13/2018, the mentor failure analysis lab received the device for evaluation. On 09/25/2018, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in both breasts. Patient code ¿capsular contracture¿ has been added. On 09/30/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.4 cm within a crease on posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/11/2018, mentor received additional information about the event: ptosis was reported in both breasts. Ptosis patient code has been added. This medwatch report is for the right breast prosthesis. A separate medwatch report will be submitted for the ptosis in the left breast prosthesis. It was initially reported to mentor that the explantation date is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).